Event description:
A customer reported that a shock was delivered but the patient did not appear to move. The customer reported that the patient died. The customer reported that the device delivered a shock, but due to the condition of the patient it appeared not to jolt the patient's body. The customer requested that philips test the device. A philips field service engineer (fse) evaluated the device. The device passed all operations tests. Philips requested but did not receive case events files and ECG strips related to the event. Philips requested but did not receive additional patient information. The philips fse was unable to duplicate the reported issue. The device remains in service at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that a shock was delivered but the patient did not appear to move. The customer reported that the patient died. Additional details have been requested.